Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s doctor reported via phone call that customer hospitalized due to high blood glucose of more than 600mg/dl and diabetic ketoacidosis which was treated with manual injection on (B)(6) 2018. Customer¿s current blood glucose was 99mg/dl. Customer was off to the insulin pump for less than 48 hours prior to hospitalization. Insulin pump will not be return for analysis.